Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred prior to clip application while the surgeon attempted to clamp on vessel or tissue bundle. The clip did not open after closure on the vessel/tissue while the surgeon was attempting to remove the clip. The jaws did not fail to open/unclamp after closing clip. The issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement or unexpected motion of clip applier while attempting to clip. A backup clip applier was used. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken life indicator. The housing was removed, and inspection found the life indicator broken at the input disk and the broken piece was returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or reprocessing. Damage can result from accidental drops of the instrument or applying excessive rotational force on the life indicator input.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument had a poor bite. The procedure was completing as planned with no reported injury.